Event description:
It was reported that bd phoenix¿ m50 automated microbiology system gave discrepant results.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system gave discrepant results.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previous MFR report #1119779-2023-01211 was submitted in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this MDR should be considered canceled.